Event description:
The distributor reported on behalf of the user facility that the physician was unable to get an icp reading. It was further reported that only the integra screen was displayed. On september 22, 2006, additonal information was requested regarding the circumstances of the event, any necessary revisions and the patient outcome.

Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.